Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated the device was working properly. The customer stated that customer removed the infusion set to check the cannula and since it was not bent customer inserted it again. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.